Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible, as the lot number was not provided.

Event description:
It was reported by the aci sales professional that a (B)(6), who had bilateral sfa stenosis, underwent an interventional peripheral catheterization procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 6f sheath (model unknown). A pre-procedure femoral angiogram revealed pvd/calcium in the vicinity of the access site, and the vessel size to be 6 mm. Following the procedure, the physician who is a trained user of the mynx, selected the mynx cadence vascular closure device 6/7f to close the access site. It was reported that while the physician was engaging the device sheath to activate the sealing, the balloon ruptured. The device was removed and the physician converted the patient to 15 minutes of manual compression. Hemostasis was successfully achieved. The patient was ambulated and discharged home the same day with no reported clinical sequela. No further information was provided.